Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on final closure of the skin in a open pacemaker implant, both needle and thread broke while using running stitch technique. To resolve the issue, the surgeon used a vicryl knots. There was no patient injury.